Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced fluctuating high and low blood glucose readings. The customer's blood glucose value was in the low 30's mg/dl after bolus. The customer mentioned high readings due to cold medicine. The customer declined to troubleshoot for low reading because she accidentally over bloused. The customer stated that three times she has entered her carbs; the pump would tell her the number is higher than it should have been. The product was not returned for analysis.